Event description:
On (B)(6) 2023, patient underwent gastric bypass surgery. On (B)(6) 2023, patient returned to the operating room due to dehiscence of the jejunojejunostomy resulting from a v-lok suture failure. Lot number "a2l0557vy or a3bo346vy."